Manufacturer narrative:
An return material authorization (RMA) was issued to the customer requesting to have the prograsp forceps instrument returned for failure analysis evaluation. As of the date of this report, isi has not received the instrument. Blank MDR fields: the missing patient information in sections b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Fields g5 and g7 are not applicable.

Event description:
On 18-mar-2025, intuitive surgical, inc. (Isi) received FDA medwatch report with uf/importer report #(B)(4), stating: "davinci prograsp arm had a frayed wire observed laparoscopically. Instrument removed, replaced, sent to be de contaminated, will be returned to company. Post-op xray obtained in or at end of surgery.". It is unclear if a fragment from the instrument fell inside the patient.